Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). An unspecified guide wire was advanced to the lesion and then the lesion was predilated with an unspecified balloon. The physician then attempted to cross the lesion with a 3.50x16mm taxus express2 drug eluting stent (des), but was unable to cross. The lesion was dilated again; however, the physician felt uncomfortable when the stent delivery system (sds) passed through the introducer sheath, so the sds was removed from the pt and it was noticed that the stent edge was lifted up. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".